Manufacturer narrative:
The patient's electrode belt was returned for evaluation. The electrode belt was fully functional. There was no observed physical damage to the electrode belt's therapy or ECG electrodes that would cause or contribute to the patient's reported rash. Biocompatibility testing to (B)(6) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had a skin irritation. The patient reported a rash under his rib cage and on his back. The patient discussed the irritation with his doctor who provided him with a cream. The patient reported that the cream was helping the irritation. There was no alleged device malfunction.